Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawers 4.1 & 4.2 were not detected on bus. The field service engineer replaced the module board, control board on drawer 4.1 and performed preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the all the drawer was not detecting on bus. The customer stated that this malfunction casued a delay to the patient care. There were no adverse events or injuries reported based on this incident.